Event description:
Note: date of event is unknown. It was reported to boston scientific corporation in late 2008, that a c.r.e. Balloon dilatation catheter was used during an esophageal stricture dilation procedure. According to the complainant, the balloon was inflated for two dilatations. The balloon was then inflated to the size of 15mm at 8atms and the balloon ruptured. The procedure was completed with another c.r.e. Balloon dilatation catheter. There were no serious injury reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for eval, it has not been received. The device eval has not been performed; the cause of the reported malfunction is undetermined.